Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t1 and t2 deployed together. A back up device was available to complete the procedure.¿ the device has t1, t2 remaining inside the delivery needle. The delivery needle has been quite visibly bent downward. The device no longer cycled or actuated due to needle damage. The condition of the device indicate incompatible force was used. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that, during a meniscus repair surgery, t1 and t2 anchors deployed together. Both ts were removed from patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Event description:
It was reported that, during a meniscus repair surgery, the fast fix 360 had t1 and t2 deployed together. A back up device was available to complete the procedure. Neither significant surgical delay nor patient injuries were reported.